Event description:
It was reported that the ilet displayed ¿dosing stopped in 6 hours. Connect cgm or enter bg,¿ and multiple attempts to pair a dexcom g7 sensor using several pairing codes were unsuccessful, resulting in no sensor shown as connected and necessitating bg run mode with manual fingerstick entries; a fingerstick glucose of 362 mg/dl was recorded, troubleshooting and education were provided, and the user was transferred to dexcom for sensor replacement. Symptoms included hyperglycemia. Outcomes included temporary reliance on bg run mode and instruction on backup therapy if alerts or usability hindered continuation. Investigation included guided troubleshooting to reselect the correct cgm model, reattempt pairing with different sensor codes, verification in the dexcom app, and confirmation of glucose entry via fingerstick. Investigation of this case revealed persistent g7 pairing failure with the ilet despite multiple code attempts and no evidence of an active sensor session in the dexcom app, indicating a failed or incorrect sensor pairing preventing cgm data flow to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a failed dexcom g7 sensor pairing resulting in loss of cgm connectivity required for automated dosing, with the ilet functioning as designed in bg run mode.